Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the order had incorrect administration instructions. A technical support specialist advised the customer to contact the ordering person to discuss the issue. The system functioned as intended after troubleshooting the device.

Event description:
It was reported when using the pyxis medstation es system there was an order for morphine injection for a patient. However, when the nurse accessed the pyxis system to retrieve the medication, it indicated that an order existed for the patient, yet the medication was not available in the device. The customer reported that during the inventory check, morphine was loaded in the device with a total of ten injections available. When the nurse overrode the medication for the patient, a pop-up notification appeared, confirming that there was an order for this patient and asking if the nurse was certain about proceeding with the medication retrieval. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.